Event description:
It was reported that after successful advancement and implantation of a 3.0x18 xience v rx stent in a heavily calcified, de novo lesion in the proximal right coronary artery, a 2.5x33 rx xience prime stent delivery system (sds) was then advanced onto an unspecified guide wire and toward a lesion located distal to the implanted xience v rx stent. However, the rx xience prime stent became stuck and entangled while inside of the implanted xience v rx stent. While withdrawing the rx xience prime sds along with the guide wire, as a single unit, resistance was felt and, upon removal from the anatomy, it was discovered that the implanted xience v rx was inadvertently explanted, as the two stents were noted to be entangled; the explanted xience v rx was noted to be stretched/unraveled. After removal from the anatomy, the devices were reportedly intentionally cut free from one another by the healthcare practitioner. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The 2.5 x 33 mm rx xience prime mentioned is being filed under a separate manufacturer report number. The device was returned for analysis. The explanted and damaged stent was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.